Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, vomiting and fever. Two days after hospitalization, the patient was treated with intraperitoneal (ip) tobramycin (dose and frequency not reported) and ip cefazolin (dose and frequency not reported). On an unreported date while hospitalized, the patient was temporarily placed on hemodialysis therapy and then switched to continuous ambulatory peritoneal dialysis (capd) therapy (unreported date). The same day as receipt of this report, the patient went back on automated peritoneal dialysis (apd). The patient was discharged 6 days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 4 involved in this peritonitis event.